Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose was unknown. The customer¿s blood glucose level was over 600 mg/dl at time of incident and current blood glucose level was 77 mg/dl. The customer was treated with syringes. It was also reported that the customer felt sick and was throwing up during the hospitalization. It was reported that the customer allege pump was under delivering because when he attempted to push insulin out of the quick release and insulin would not exit. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised to check for protruded, loose, sticking out or flush drive support cap. The insulin pump will not be returned for analysis.